Event description:
It was reported that during a breast biopsy, the physician was unable to deploy first micro-marker. The marker was missing in the applier tube. Physician was able to remove using another like marker. There were no pt consequences reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath was received torn. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damge to the device occurred. A preliminary investigation form has been initiated to address the finding. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.